Manufacturer narrative:
The lead was originally removed due to infection. This event was reported on an alternative summary report that was submitted (B)(6) 2008. The lead was returned to the manufacturer (B)(6) 2011 and subsequently tested out of specification. Evaluation summary: (B)(4): the distal portion of the lead was returned, analyzed and the defibrillator conductor fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on several conductors (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer insulation was kinked/buckled, the outer insulation was melted, outer tubing overlay with cosmetic environmental stress crack and there was blood in/on the helix/lobe mechanism. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The lead was returned to the manufacturer, was analyzed, and subsequently tested out of specification. No patient complications were reported as a result of this event.